Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any medical or surgical intervention performed (product removed; drainage; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. A drain was used to resolve the abscess and antibiotics were given to patient. What is the most current patient status? Patient doing well. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? What was the diagnosis and indication for the index surgical procedure? Relevant patient history? Any intraoperative concurrent use of other products? What is the lot number? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Was the excess irrigated and removed? What were current symptoms following the index surgical procedure? Onset date? . What is physician¿s opinion as to the etiology of or contributing factors to this event? What was the location of the abscess? Did it occur at the site where the surgicel powder was used? Were cultures performed? If so, what were the results? What date did the abscess occur on? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy procedure on (B)(6) 2020 and absorbable hemostat was used. The patient developed an abscess. Additional information was requested